Manufacturer narrative:
Additional information: as received, a partial lead was returned in one piece. Visual examination noted calcification at the distal region completely covering the ring electrode. The cause of the reported events was isolated to the calcification on the ring electrode.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, out of range pacing impedance and high capture thresholds were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.